Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead after the lead was placed into the heart, poor p waves and pacing thresholds were noted thus the lead was attempted to be repositioned. The new location showed optimal parameters thus the lead was attempted to be fixated into this new position, but the helix of the lead got stuck and would not extend after thirty rotations. A new lead was used. This lead will be returned. No adverse patient effects were reported.